Event description:
It was reported that the female urethrographic catheters were needed to be used for a patient and all units had defective balloons, so the patient¿s surgery had to be postponed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause was not chosen due to a lack of information. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed due to insufficient information. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the female urethrographic catheters were needed to be used for a patient and all units had defective balloons, so the patient¿s surgery had to be postponed.